Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. The device had a cracked case at the display window corners, cracked battery tube threads and scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump was dropped in water. The customer confirmed he could see fluid under the lcd display. Blood glucose value is unknown. He was advised to discontinue the use of the device and revert to a backup plan. The customer stated he had been treating with insulin pen. The insulin pump was replaced and returned for analysis.